Event description:
The users hearing is affected. During an upgrade of the audio processor the user was not able to detect any sound. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical implant failure seems likely, as indicated by in situ testing. However to determine an exact root cause, a device investigation of the explanted device would be necessary. Re-implantation is considered, but no date has been scheduled yet.